Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak/splash was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation for a mitraclip procedure the steerable guide catheter (sgc) failed to hold fluid column when the dilator was inserted into the sgc. A replacement sgc was then used, it was also noted the dilator valve was not closed. The sgc was able to be prepped and the procedure was completed successfully. There was no clinically significant delay. No additional information was provided.